Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found norma lead characteristics.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced during an unrelated revision procedure.